Manufacturer narrative:
The battery pack was visually inspected for any mechanical damage and/or contamination and no anomalies were found. While the mrx reference unit was operating normally on battery only, three ¿on AED¿ mode therapy were conducted and successfully delivered. Delivered energy was 147.1j, 146.9j, and 146.8j. Each time, the delivered energy was measured and found to be within passing range (±15%). Reported problem could not be verified in lab - the battery was received partially charged. The battery was able to charge (in both mrx heartstart unit and cadex c7200 battery analyzer), calibrate, and seemed to operate normally. The battery pack was able to charge, was successfully calibrated at a capacity of 92%, and operated as normal. The fcmto fault could not be replicated. There is no fault found with this battery.

Event description:
It was reported to philips that the battery has a charging issue. There was no patient involvement.